Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the reported issue. Customer contact reports no patient information available. (B)(4).

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient injury.